Manufacturer narrative:
The consolidated ventilator interface board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service visit, distributor noted machine was alarming for a ventilator failure. There was no report of patient involvement.